Event description:
Hill-rom received a report a hill-rom technician stating the brake not set alarm is not audible. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician found the wiring to brake switch pulled out. As search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake switch wiring to resolve the issue. Based on this information, no further action is required.